Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 100% stenosed denovo lesion was located in the moderately tortuous left superficial femoral artery (sfa). A 4.0 x 40/80 sterling balloon dilatation catheter was selected for pre dilation. The balloon was inflated to 10 atms for 40 seconds and again to 14 atms for 40 seconds. On the third inflation to 14 atms for 40 seconds, a balloon rupture occurred. The balloon catheter was removed and replaced with a 4mm peripheral cutting balloon. The procedure was successfully completed by deployment of a non-bsc 7x4 stent and post dilation with a 5x4 sterling balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)